Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The device was previously returned and investigated, under (B)(4) on the 15th april 2011. The reported fault at that time was no patient involved. Device switching itself on observed by the customer. The investigation concluded that the device displayed symptoms of membrane failure. Hardware and software upgrades were implemented as per (B)(4) and the membrane was replaced. The device retested to production pad final system test (B)(4). The sam 300p passed out qat from heartsine technologies on the (B)(6) 2011. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2011 and performed to specification up to the (B)(6) 2017. During this time information from the history log shows an increase in voltage which suggest a further pad-pak was installed. The device records multiple manual power ups mainly of under one minute duration between the (B)(6) 2017 and the (B)(6) 2017. These manual power ups may indicate the user was regularly power cycling the device or that the device was switching on automatically and the user was intervening by turning the device off via the on/off button. There were no further log entries. The investigation was unable to replicate the reported fault.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.